Event description:
It was reported that the reservoir leaked while it was inside the insulin pump. The blood glucose reading was 226 mg/dl. The customer stated that he was sleeping when the issue occurred, and he could not recall any significant events leading up to the leak. He stated that the reservoir was used, and he believed that the device leaked past the second o-ring. He did not know how the leak occurred. He observed fluid in the reservoir compartment. He stated that there was an air bubble at the top where the reservoir was no longer full. He was advised that the leak could be an air bubble that had expanded during the filling process. Advised return of the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.